Event description:
It was reported that the patient contacted support after changing supplies approximately two hours earlier and noticing what appeared to be a crease in the tubing. The patient¿s blood glucose level was 270 mg/dl at the time of the call and had been elevated for about an hour and a half. The patient stated that their blood glucose had been around 180 mg/dl prior to the supply change and had risen following breakfast. Although the glucose level was trending downward, it was not decreasing as quickly as it had in recent days. The patient noted that the tubing showed a slight crease but did not appear to be kinked. The agent instructed the patient to disconnect and perform a fill tubing procedure, during which drops were observed coming from the connector needle, indicating that insulin flow was occurring. The patient reported a highest blood glucose value of 308 mg/dl during the event. No back-up therapy or ketone testing was performed, and the patient did not require medical intervention or additional assistance. No immediate health effects were reported. The agent advised the patient to continue monitoring their blood glucose and to replace the tubing if levels did not continue to decrease or remained elevated. The patient indicated they would call back if further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.